Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose (bg) level (approximately 600 mg/dl), and diabetic ketoacidosis. Customer was treated with intravenous insulin, and was released from the hospital on around (B)(6) 2019 with no permanent damage. Reportedly, intermittent occlusion alarms occurred. Troubleshooting with tandem technical support was unable to be performed as occlusion alarms were not occurring at the time of the report.